Event description:
Resident shook siderail and caught her arm between rails and raised lip on siderail which caused black plastic stop to come out. Siderail came detached and resident fell out of bed. Picture taken siderail unit. Bed siderail replaced with another unit.